Event description:
A report was received that the patient underwent a pocket revision as the patient was experiencing pocket pain and charging difficulty due to the ipg location. The physician relocated the ipg and two lead extensions were implanted. The patient was reportedly doing well following the procedure.